Event description:
It was reported that during a laparoscopic cholecystectomy procedure the clips were scissored and malformed when firing on the cystic duct. They completed the procedure with a new like device. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Anti-backup. The analysis results found that the device was received in good visual condition. In an attempt to replicate the event reported, the device was tested for functionality. It was fired and two unformed clips were fed. The unformed clips were determined to be caused by an intermittent failure of the anti-backup feature. The intermittent failure of the anti-backup feature is unrelated to the reported malformed clips. Possible causes for this condition may be attempting to squeeze the device trigger when it has not fully returned or stopping the firing sequence and pulling the trigger open. It could not be determined what may have caused the incident reported. The remaining clips were conforming according to manufacturing specifications. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. It could not be determined what may have caused the incident reported. In addition, the device locked out as intended but the orange visual indicator was over-traveled. When this occurs, the indicator wheel may continue to rotate after indication of a completely fired device. Please note the over-travel of the indicator wheel is not related to the reported event. The batch record was reviewed and no anomalies were noted during the manufacturing process.